Event description:
It was reported that patient had bilateral partial knee arthroplasty procedure in 2006. Subsequently, patient right knee failed and a revision procedure was performed in 2009, and components were removed and replaced. The patient was converted to a total knee. Product identification was not provided until september 3, 2009.

Event description:
It was reported that patient underwent bilateral partial knee arthroplasty in 2006. Subsequently, patient right knee failed and a revision procedure was performed in 2009, and components were removed and replaced. The patient was converted to a total knee.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. This report filed november 2, 2009.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report filed september 4, 2009.